Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter does not connect to the mating component with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: the material does not connect to the polyfix (descapack brand) and equipo macro drops (glomed mark).

Event description:
It was reported that the catheter does not connect to the mating component with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: the material does not connect to the polyfix (descapack brand) and equipo macro drops (glomed mark).

Manufacturer narrative:
H.6. Investigation summary bd received an unused 22 gauge angiocath unit from lot 9115863 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the sample was outside of its original packaging. The unit was then subjected to a coner luer test to check the diameter of the conicity and the sample was found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect was identified a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.